Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). It was noted that the tachy mode was off when the patient came in for follow up. The patient is new to this center, so further information is not available.